Event description:
It was reported that a patient¿s ilet pump was dropped, the housing cracked open exposing internal components, and the device would not power on, resulting in an inability to deliver insulin or announce meals. Symptoms included no reported adverse clinical effects. Outcomes included interruption of therapy and the need for backup diabetes management. Investigation included customer interview and review of photos provided by the patient. Investigation of this case revealed physical damage to the pump enclosure with compromised internal components consistent with impact damage. It was concluded that the event was due to device damage from accidental dropping, with no evidence of a device malfunction prior to the impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.